Event description:
The recipient reportedly experienced skin flap breakdown and an infection. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent skin flap construction surgery on (B)(6) 2019.

Manufacturer narrative:
Before being explanted, the recipient underwent prolonged courses of antibiotics. The recipient was admitted to the hospital for one of the antibiotic courses and was discharged. The recipient underwent a couple skin flap reconstruction surgeries, however, the issue did not resolve. After explant surgery, the recipient's ear was closed off in attempt to control the infection. The recipient was admitted to the hospital and was given IV antibiotics. The recipient was discharged and given oral antibiotics. The recipient is in the process of healing. The external visual inspection revealed silicone slices on the top cover and the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.